Manufacturer narrative:
(B)(4). Additional info: this product is not sold in the united states. The 510k provided is for a similar product sold in the united states.

Event description:
It was reported this event occurred in the operating room on a male pt. The insertion site was the jugular vein. During insertion, it is reported the cone (plastic hub) of the needle cannula broke and the cannula remained within the pt. The needle was able to be removed by hand without any difficulty. As a result, a new set was opened and the catheter was placed successfully. There was a reported delay, however, it is reported the delay was not harmful to the pt. There are no reported patient injury, complications, or death.